Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: a review of the pump¿s black box confirmed the user was priming during occlusion causing the motor to stall. During testing, the pump successfully completed the rewind, load cartridge, and prime steps. No occlusions during prime operation occurred. The pump successfully completed the 12 hour duration test with no loss of prime warnings occurring. The force sensor calibration was found to be within required specification. The complaint of a prime issue was shown in the pump history but was not duplicated during investigation. There were no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.